Event description:
Medtronic 5388 temp pacemaker black connector found not secure/attached to the vent pacing side. Patient went into asystole, chest compressions applied temporarily until malfunction was discovered. Allowing the temp pace maker to capture.